Manufacturer narrative:
Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced hypoglycemic event. It was reported that the g5 mobile application did not alert for a low and the patient's father had to call 911. The paramedics administered the patient with intravenous (IV) therapy and the patient came to. The patient did not with to provide further information. At the time of contact, the patient was doing okay. No additional patient information is available.